Event description:
It was reported the intraocular lens (iol) was explanted during the same surgery as a limited anterior vitrectomy was performed. As reported, the vitrectomy was believed to be due to the patient's weak anatomy and was not attributed to the lens itself. No patient injury was reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to our quality assurance laboratory for a visual inspection. The inspection revealed the lens had one (1) detached haptic, a torn optic and appeared to have evidence of viscoelastic. It was stated in the initial medical device report that the lens was explanted during the same surgery as a limited anterior vitrectomy was performed. As reported, the vitrectomy was believed to be due to the patient's weak anatomy and was not attributed to the lens itself. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.